Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt stated they had an scs trial 'november or december last year and stated 'I don't know why but some lady at mdt told me how to mess with it while I was undergoing the trial and was told to turn it up until I feel something. I'm paralyzed from the chest down. But, this produce adverse side effects. My nervous system is compromised but I got the scs trial uninstalled because of what it did to me. I take oral baclofen. I had a dye study done and it showed it's delivering how it should be and I'm getting the same amount of meds. In the 17 years I've had the pump I've asked for med increases maybe 1-2 times per year, but this year, I've asked 3 times, but nobody says anything. Every day I try fighting my legs and scratch them. I wish I had a picture of my legs because it (scs trial) messed my body up.' Pt mentioned 'I'm sure that (scs trial) caused me to create the muscles to become active,' and stated they wanted to provide an update so others don't turn their stim way up in a trial and go through what they're going through.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who had an implantable neurostimulator (ins). Patient discussing increased muscle spasms, pa tient mentioned they had a spinal cord stimulator implanted but had it taken out because they didn't believe it was working for them. Patient asked if that could be why they are experiencing increased muscle spasms. Agent redirected patient to dr to further address this issue and mentioned patient services would not be able to answer that question.